Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of four reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). Additional information has been requested. This report represents patient 3 of 3 from this facility. Additional information received indicated that the tass symptoms were noted on first post-operative day. The patient was not hospitalized as a result of this event and was not on medications/therapies in use at the time of the event. The patient developed hypopyon as complications of the event. The patient required treatment with increasing doses of tobramycin/dexamethasone every hour. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event resolved with the treatment.